Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx0757 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the groshong catheter had a tiny hole near the insertion point. It was stated the nurse inserted PICC in place and trimmed the end to add the adapter, when flushing it was found to be leaking close to the insertion point. They pulled the PICC back and repaired it leaving it in the patient. The nurse said the hole was about 1 cm outside the insertion pt so at the 47cm marker.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The catheter was returned having been trimmed near the 46cm depth marking. Gross visual evaluation found light usage residue and the sample appeared to have been lightly used. Further evaluation confirmed the presence of a longitudinally-aligned split in the catheter near the 47cm depth marking. Microscopic examination of the split showed that it was wavy in nature and depressions in the tubing were seen near the split as well. The split site was then cut from the tubing and longitudinally bisected in order to inspect the condition of the inner catheter surface. Subsequent microscopic examination showed that more damage was present on the catheter interior than was seen on the exterior. Additionally, the damage was diagonally-aligned and regularly spaced. The observed damage was indicative of damage caused by the stiffening stylet and can occur if the stylet is not wetted prior to withdrawal. A red hang tag is included with the product which instructs to wet the stylet prior to removal. A lot history review (lhr) of rebx0757 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the groshong catheter had a tiny hole near the insertion point. It was stated the nurse inserted PICC in place and trimmed the end to add the adapter, when flushing it was found to be leaking close to the insertion point. They pulled the PICC back and repaired it leaving it in the patient. The nurse said the hole was about 1 cm outside the insertion pt so at the 47cm marker.